Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported physical damage to the insulin pump due to car accident. The customer was unable to read the display of the pump due to scratches on occurred during the accident. The customer also noticed alarms on the insulin pump during low blood glucose event. Blood glucose value at the time of event was 59 mg/dl. The customer was treated in hospital with 15g of glucose gel two times. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was instructed to check with health care professional discuss possible causes of low blood glucose and also to revert to a backup plan per healthcare professional instructions. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 07-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 4.425 u and dailytotalofbolusinsulindelivered = 41.75 u which is equal to the dailytotalofallinsulindelivered = 46.175 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 07-aug-2025, found no unexpected alarms/alerts in the pump history. However, multiple no delivery alarm/insulin flow blocked alarm were found on 08/07/2025 from 05:12:17.000 until 23:58:05.000 during bolus and basal deliveries. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, minor scratched lcd window, pillowing keypad overlay and cracked up and down keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Cosmetic damage was confirmed at the case and lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.